Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated cefazoline (2 grams per day given intraperitoneally (ip)) and gentamycin (80 milligrams per day given ip) for the event of peritonitis. Treatment was discontinued one week later and the patient was discharged after 21 days of hospitalization. At the time of this report, the patient had not recovered from the event. Dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.